Event description:
It was reported that the patient presented to the emergency room with chest pain. Left ventricular lead perforation and pericardial effusion was observed. The lead was explanted and replaced without adverse event to the patient. Patient¿s condition was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: (B)(4) should have been included in initial report.